Manufacturer narrative:
The investigation of limb ischemia and saturated flow has been completed. No product returned. Reported spike in motor current with saturated flows around 2/23 19:30. Heparin was stopped prior at 2/23 17:00 due to concerns of hit and argatroban started shortly after. Data logs show dips in purge pressure and spikes in pump and purge flow beginning around 2/23 2:00am and continue till a spike in motor current at 2/23 19:30. The motor current spike is followed by an upward shift in flow, motor current, and purge pressure with a downward shift in purge flow. The root cause of the saturated flow was most likely biomaterial since there was a motor current spike followed by an upward shift in flow, motor current, and purge pressure with a downward shift in purge flow in data logs. The root cause of the limb ischemia was not determined since product was not returned and insufficient clinical information. G1 manufacturing site name, address, country, and fax number were erroneously entered on the initial manufacturer device report number 1220648-2025-26662.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient with cardiomyopathy implanted with an impella cp device for mechanical circulatory support experienced limb ischemia followed by saturated pump flows. The patient would subsequently expire. The patient transferred from an outside hospital for acute chronic heart failure exacerbation. The patient was started on dobutamine and nitroprusside. The following day a right heart catheterization revealed a reduced cardiac index. After discussion between physicians, the decision was made to place impella cp to unload and bridge to a decision. After the right heart catheterization, the right femoral artery was accessed for impella cp implant. It was noted heparin 5000 units was given. Activated clotting time was 210 seconds and more heparin 3000 units was given. The pump was started on auto 3.5lpm. Peel-away was removed and repositioning sheath was advanced. Sleeve and tuohy bost valve was locked into placed. Blue suture hub anchored with forward tension sutures. After the case was completed, the patient complained right lower extremity (rle) pain. The extremity was cool to touch and paler than the other leg. Doppler to the rle was negative. The re-access port was used to inject contrast into the artery and imaging showed the artery was occluded. At this point, the team decided to attempt an external fem-fem bypass. Wiring the right superficial artery proved unsuccessful. The patient still did not have dopplered pulses, but the leg was warmer than before. Decision was made to take the patient to the unit and discuss with the team about next steps. Vascular surgery was consulted about the patient's potential ischemic leg. The next day, the patient was taken back to the catheterization lab to assess rle flow. Aortogram showed sluggish flow in the distal rle. Discussion with intensive care unit, cardiology and vascular teams was made with the decision to leave the impella cp in place as there is some flow distal from collaterals. If patient' s condition worsens, then the plan was noted to remove the impella cp and place percutaneous subclavian impella cp. Later in the day it was noted there were no pulses in rle, but leg was relatively warm. The patient was going to be worked up for a left ventricular assist device, and possible impella 5.5 implant in a couple days after a decision was made. Two days later, the rle was now with palpable pulse and three days thereafter, it was noted patient would go for durable lvad. The patient was noted coughing up bloody sputum/clots and did have some blood in the bowel movement. Days later, now eight days after start of the support, heparin was stopped at 1700 due to concerns of heparin-induced thrombocytopenia. Argatroban was started. Later in the evening, the impella cp motor current spiked and left ventricle waveform became abnormal. Min/max and mean flows all 4.2; flow saturation concerns were highlighted. The following day, discussion was made regarding pump failure and the need to urgently exchange the impella cp device. The decision was made to plan for device escalation to an impella 5.5 considering durability and benefit of axillary placement. It was additionally noted there was concerns for infection- probable pneumonia and ruling out aspiration as cause. The patient was pan cultured to cover all bases. Hemoglobin continued to be low, and patient continued to have bloody stools (although less frequent per the nurse). Patient was considered for gastrointestinal (gi) scope procedure, but the gi physician was reluctant as the patient was on argatroban. However, the following day, the patient was noted to have expired; it was indicated that care was withdrawn. Further details around the patient's demise were not provided and it does not appear the patient was able to be escalated to the impella 5.5 and the flow saturation remained unresolved. Details surrounding the patient's demise are unclear other than care was withdrawn. However, given the impella-related events ([it appears] partially resolved limb ischemia and saturated flow) there is not enough information to exclude the impella cp as an associated factor to the event.